Event description:
The customer contacted (B)(4) regarding a product complaint associated with the ez breath atomizer on (B)(6) 2013. The pt reported that a washer fell from the atomizer into his mouth while using the device. The pt was able to recover the component without any medical interventions. The investigated product for the enclosed medical device is listed among the implicated lots for a nationwide recall initiated by the MFR health and life co., ltd., on may 8, 2013. The class 1 recall (z-1371-2013, z-1372-2013, z-1373-2013) was initiated after (B)(4), the importer became aware of an increasing number of complaints associated with the possibility of a quarter-inch washer becoming dislodged from the ez breath atomizer. The impacted atomizer serial number ranges are: (B)(4).

Manufacturer narrative:
Health and life, company have been taking preventative action eliminate the root cause and recurrence. Furthermore, for the complained devices, health and life has initiated voluntary recall, and the recall notification letter and required recall materials were issued and submitted on 04/24/2013 and 04/30/2013, respectively. The recall action is still on the process.